Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of the peritonitis cannot be determined at the time of this clinical investigation, as the etiology of this event may be multifactorial. A possible cause may have involved the patient¿s hernia repair, which is known to leave patient¿s susceptible to peritonitis. In the absence of a pathogen present in peritoneal effluent fluid cultures, the pathway of infection cannot be determined. Additionally, the patient experienced a fluid leak on the liberty select cycler with the liberty set concomitantly with symptoms. Due to the unavailability of the liberty set for return and product investigation, the liberty select cycler and liberty set cannot be excluded as a possible source of this adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic with symptoms of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture taken in the outpatient clinic presented with no growth and a white blood cell (wbc) count of 142/mm3. No additional peritoneal effluent fluid culture was taken. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was not hospitalized for this event and was prescribed intraperitoneal (ip) vancomycin at 1000mg every five days for two weeks and ip ceftazidime at 2000mg every day for two weeks. The ip vancomycin¿s frequency was changed to every two days on (B)(6) 2020 when a blood sample showed low vancomycin levels systemically. An additional wbc count taken on (B)(6) 2020 showed 46/mm3 and the patient¿s symptoms were alleviated, proving the patient was recovering from this event. The patient continues ccpd therapy on a newly received liberty select cycler at home with no further reported adverse clinical events.